Event description:
After an implantation period of approx. 89 months, oversensing on the ventricular channel was reported. The lead was capped.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should the lead become available for analysis.